Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-5 by placing rhbmp-2/acs directly into patient's spine. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain thatprevents him from performing many basic activities of daily living".

Event description:
It was reported that on (B)(6) 2003 the patient underwent: decompressive laminectomy at l4-5 and sacrum. Bilateral l4-5 discectomy. Bilateral posterior lumbar interbody fusion with absorbable graft with bmp. Preoperative diagnosis: herniated lumbar disc at l4-5 and lateral recess stenosis secondary to spinal instability. Per-op notes: ¿this was followed by placement after debridement with a graft of absorbable arthrodesis as well as bmp or biomorphogenic protein in the center. The table was taken out of the flexion position and good fixation was obviously achieved.¿ the patient underwent: somatosensory evoked potential monitoring during the course of a decompressive laminectomy l4, l5 and the sacrum, and a posterior lumbar interbody fusion with absorbable arthrodesis and bmp or biomorphogenic protein.